Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the silicone part of the mask melted and a runny nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging the mask melted and caused a runny nose on a dreamwear gel pillows mask. Medical intervention was not specified. The dreamwear gel pillows mask was returned to a service center for evaluation, and the applicable part was inspected and confirmed that the gel portion of the gel pillow cushion at one side has been torn then the gel had flown out. Since the flew gel adhered to the surroundings, the broken portion was hard to be identified. Confirmed that there was no abnormality in the gel cushion another side. The applicable part was sent to the manufacturer for further investigation. The product is not listed under the scope of recall. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box b, d, h has been updated/corrected.